Event description:
It was reported that the implantable neurostimulator (ins) was implanted so low the incision would not heal properly. When the patient sat down after implant, the incision ripped open. During the implant of the ins, the physician did "something" to the left lead. After surgery, the left lead was not stimulating the bottom of the left foot like it was before. The patient had the ins and lead implanted on the left side and leads only implanted on her right side and peripheral ins and leads for the left leg. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495-51, lot#, serial# (B)(4), implanted: 2000 (B)(6), explanted, product type: extension, product ID 7495-51, lot#, serial# (B)(4), implanted: 2000 (B)(6), explanted, product type: extension, product ID 748951, lot#, serial# (B)(4), implanted: 2004 (B)(6), explanted, product type: extension: product ID 748951, lot#, serial# (B)(4), implanted: 2004 (B)(6), explanted, product type: extension, product ID 7435, lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient product ID 7427, lot#, serial# (B)(4), implanted: 2000 (B)(6), explanted, product type: implantable, neurostimulator, product ID 3998, lot# j0427920v, serial#, implanted: 2004 (B)(6), explanted, product type: lead, product ID 3998, lot# j0424818v, serial#, implanted: 2004 (B)(6), explanted, product type: lead, product ID 3988, lot# n24673, serial#, implanted: 2000 (B)(6), explanted, product type: lead, product ID 3988, lot# n24427, serial#, implanted: 2000 (B)(6), explanted, product type: lead. (B)(4).